Event description:
It has been reported that the distal tip of the aspiration catheter separated and remains inside the patient's right coronary artery. The physician inserted the aspiration catheter over the guide wire and advanced it forward into the patient's right coronary artery. The physician was able to successfully aspirate the vessel. The physician attempted to remove the aspiration catheter and felt resistance. The physician pulled back on the aspiration catheter and the marker band became separated from the distal tip and remained inside the patient's right coronary artery. The physician attempted to remove the separated marker band, however, the attempt was unsuccessful. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
This medwatch report being submitted is the initial and follow-up 1 report. Results: the actual device used during the case was returned and evaluated. Visual examination of the aspiration catheter revealed a kink in the shaft located at 48 cm from the tip and a second kink located 100 cm from the tip. Visual examination of the wire lumen of the aspiration catheter revealed that the entire length of the lumen is torn. Closer examination of the location of the marker band revealed that the band is missing; however, there is evidence of the device being properly assembled. A review of the device history record did not detect and deficiencies in the manufacturing process. Conclusion: - a cine of the case was also returned and reviewed. The review of the cine revealed that there is evidence of the guide wire looping issue during the procedure, however, it did not reveal the exact frame that the marker band became dislodged. The cine also revealed that the marker band was still inside the patient as reported in the initial event. The event has been confirmed; however, the exact cause for the event is unknown.